Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and confirmed that the system lost power and failed to turn on. Upon troubleshooting, the rse checked the system log file remotely and found that the system lost power between 11.10 am and 11.25 am, and identified the issue related to hospital power supply. To resolve the issue, rse advised the customer to check the hospital power supply and after few minutes the system recovered. After repair the device returned to good working order. External power failures or outages may occur that can cause the azurion or allura system to not boot up/start upon shut down. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion or allura system, this event would not be reportable. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system lost power and failed to turn on. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.